Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 3006705815-2021-03981. It was reported that one of the patient's leads had migrated. The issue was observed via x-ray. As a result, the patient underwent surgical intervention on (B)(6) 2021 during which the lead was repositioned and the anchor was explanted and replaced. Effective therapy has been established. It is unknown which lead had migrated, so both are being reported.